Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/ no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the mini vision stent dislodged from the stent delivery system (sds) when it was removed from the hoop. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
.